Manufacturer narrative:
(B)(4). It is reported that the x-ray and ultrasound did not show retained device. It is reported that the user facility thinks that it's possible the device was already sheared prior to insertion. It is reported that the user facility submitted a medwatch.

Event description:
The complaint is reported as: attempted placement of an 18g 8cm endurance extended dwell catheter to the right upper arm. During the insertion the rn was unable to thread the midline catheter into the vein. Upon removal of the catheter, the rn noted the catheter appeared to be cut off at the end. No tip was noted upon removal. There was only 6cm of the 8cm catheter noted. The rn immediately placed a tourniquet on the patient's right upper arm and notified the doctor. It is reported the patient is stable and patient tolerated well.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one endurance catheter assembly for evaluation. The catheter assembly was returned separate from the guide wire/needle assembly. Visual examination revealed the catheter tip was torn and separated; the other portion of the catheter was not returned. The point of separation appeared smooth, indicating contacts with sharps caused the tear. The guide wire contained one kink. The remaining portion of the catheter body measured to be 67 mm. The guide wire contained one kink 24 mm from the distal end. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The report of catheter separation was confirmed by complaint investigation. The catheter tip was separated and the point of separat ion appeared smooth. This indicates that contact with a sharp object, like a needle bevel, caused the separation. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: attempted placement of an 18g 8cm endurance extended dwell catheter to the right upper arm. During the insertion the rn was unable to thread the midline catheter into the vein. Upon removal of the catheter, the rn noted the catheter appeared to be cut off at the end. No tip was noted upon removal. There was only 6cm of the 8cm catheter noted. The rn immediately placed a tourniquet on the patient's right upper arm and notified the doctor. It is reported the patient is stable and patient tolerated well.